Event description:
This MDR is being reported at this time as part of our internal review of past complaint and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. Event information : during a treatment, the handpiece head heated up and there was a complaint from the patient that it was hot. The dentist did not inform nakanishi of the actual date when this adverse event occurred. The dentist requested nakanishi to check this handpiece. And nakanishi repaired this handpiece on (B)(6) 2013, then returned it to the dentist.

Manufacturer narrative:
Upon receipt from the dentist of the device involved in the MDR event. Nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device. These activities are described in more detail below: methodology used : nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. The device was configured for temperature testing in the exact state in which it was returned. Specifically. No lubrication or cleaning was performed on the returned device before this first test in order to characterize the device under conditions that would duplicate the use situation at the time of the event. Temperature sensors were first attached to the exterior of the device at two test points (i.e.. Most proximal to the patient and the distal end of the device). The test set up was prepared to take temperature measurements at all points simultaneously. Including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the handpiece at 40,000 rpm, which is maximum rpm for the motor that drives the handpiece (200,000 rpm for the handpiece), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000 rpm). Nakanishi confirmed the temperature at the head of the handpiece rose suddenly after the beginning of the measurement. In fact. The rise was so sudden (more than 60.0 degrees at the two test points after 20 seconds and more than 72.0 degrees after 180 seconds) that the test was ended. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed there was wear on the reduction gear, but nakanishi is not sure if this wear could cause the handpiece head to overheat. Conclusions reached based on the investigation and analysis results. Nakanishi identified this heat up might be due to a lack of maintenance, then nakanishi returned this handpiece after overhaul to the dentist.